Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) and was explanted after approximately 2 years of service. The device will be returned to guidant where it will be analyzed for premature battery depletion.